Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was for an ami pt, to treat an occluded left anterior descending (lad). The only anti-coagulation medication the pt was taking was angiomax. (No heparin, etc...) The lesion was stented with a xience v (unknown size) without any problem. An hour after the procedure, the pt was experiencing chest pain and st changes. Intravascular ultra sound (ivus) was used and it was noticed that the stent had thrombosed, but the stent was perfectly opposed and no dissection was observed. A balloon catheter was used to treat the thrombosis. Another stent was placed distally (unk why, except that the physician didn't know what had caused the stent to thrombus.) The pt was put on integrilin and left on this medication. There were no more issues. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - angina and thrombosis, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Angina, EKG changes, thrombosis, and additional therapy/non-surgical treatment are listed in the product risk assessment as no-fault post-procedure complications. Possibly, the angina and EKG changes were secondary effects of the thrombosis, which require treatment with balloon dilatation and medication. Although a conclusive cause for the reported pt effects cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.